Event description:
It was reported that the wake button was unresponsive. Additionally, it was reported that the pump usb port was damaged and loose and the pump touch screen was missing pixels. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.